Event description:
My hospital has been using this device for about a year and on a few occasions nursing reported that the silicon septum pushes into the plastic housing requiring forceps to pull it out and back into place. No cause for this was identified. More recently, we trialed an alcohol permeated cap designed for this device and nursing began to report that the silicon septum pulls away from its plastic housing with removal of the alcohol cap. Our infection control people did a little study using 20 brand new bd q-syte devices and cleansing those with alcohol wipes. A 17 of the 20 devices failed in that the silicon septum came apart from its plastic housing. It is believed that the alcohol weakens the adhesive that seals the septum to its housing. The perceived risk is a piece of the silicon may find its way into the patient's vascular system or bacteria can hide in the space created by the broken seal and migrate into the patient.